Manufacturer narrative:
The facility has confirmed that this guide wire has been disposed of; therefore, no direct product analysis can be completed and no root cause determination can be made.

Event description:
It was reported that during a percutaneous coronary angioplasty procedure, the guide wire tip broke off and remains in the pt. The lesion being treated was total occlusion in the 3rd obtuse marginal (om3). The pt presented with an acute mi. The physician experienced difficulty advancing the guide wire across the lesion due to two right-angle bends in the om3 proximal to the lesion and "loss of torquability" in the wire. The physician then advanced a 2.5 x 15mm maverick balloon into the first right-angle to support in advancing the guide wire. After a "long, tedious effort", the wire seemed to buckle and as it was retrieved, the distal 20mm of the wire separated. The wire "appeared to be lodged in an area beyond the 100% occlusion, and there was no add'l chest pain, st changes, or hemodynamic instability, and no evidence of pericardial tamponade at that time". Multiple attempts were made to retrieve the wire, however again due to the two right-angle bends it was not possible to get to the wire and retrieve it. Pt status was reported as 'okay'.